Event description:
Reported by the customer as: "chemo 5fu was to run 92ml at 2ml/hr. IV should have completed in 46 hours, but completed in 32 hours."

Manufacturer narrative:
Performance tests were completed. Pump was tested at 3 different infusion rates spanning the possible range. Conclusion: malfunction was not duplicated. Pump performed per specifications.